Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The event occurred in the nicu; therefore it is presumed the patient was a neonate, race with initial (B)(6) unknown if mom initial or dr. Initials on patient sticker attached to the note received with product.

Event description:
Product received unexpectedly, there was a note attached with the returned product stated; "was pushing a med when filter cracked." A patient information sticker attached to the note stated that the event occurred in the nicu. Although requested the customer did not indicate any patient harm.

Manufacturer narrative:
The customer¿s report of a cracked filter was not confirmed but a leak from the weld line was confirmed. Inspection of the sample showed no obvious issues with the filter component; however, testing resulted in fluid leaking from the filter's weld line. The root cause of the weld line leak is a supplier manufacturing issue.

Event description:
Product received unexpectedly , there was a note attached with the returned product stated; "was pushing a med when filter cracked." A patient information sticker attached to the note stated that the event occurred in the nicu. Although requested the customer did not indicate any patient harm.